Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. Customer noted that she only bolus once. The customer was admitted to the hospital. Customer's blood glucose at time of hospitalization was 800 mg/dl. The customer was stressed, forgot to test blood glucose and bolus, blood glucose continue to rise. The customer was treated with insulin drip initially and IV fluids. Customer was wearing the pump at time of hospitalization. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion.